Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual assessment was performed which confirmed that the filter locking tab was missing. The assignable root cause was determined to be due to the tab getting snagged and pulled off during processing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported from canada that during a total hip surgery, it was observed that the tab was broken on the suction nozzle of the super sucker device. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The reported stated that the event occurred during the month of (B)(6) 2014; however, the exact date of the event was unknown. The reporter stated that the device was used in a canadian facility. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.